Manufacturer narrative:
Analysis: the rp2-eua assays lot number and the eplex instrument serial number were not provided to genmark. Therefore, an internal analysis could not be completed. Conclusion: while a discrepant result was reported by the customer, genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for eua(B)(4) documented in the record #14831.

Event description:
On (B)(6) 2022, genmark was advised of unexpected negative results, for sars-cov-2, on the eplex rp2 panel tested on (B)(6) 2022. Per internal procedures, a complaint record was documented, however the initial reporter declined to provide any additional details, including the product lot number.